Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The date of the primary surgery was unknown. It was reported that the revision surgery was performed on (B)(6) 2018 due to the worn off and the fracture of the meniscus bearing. The surgeon found that there were metallosis by contacting between the femoral component and the tibial tray. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination, however review of the provided explant photographs confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.